Manufacturer narrative:
Patient identifier- multiple= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues. This report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21.

Event description:
The customer reported false positive alinity I total b-hcg results on one (B)(6) female patient. The results provided were: on (B)(6) 2020 (B)(6) initial = 591.17miu/ml (>/=25.00miu/ml = positive) / repeated 3x = <2.30miu/ml (</=5.00miu/ml=negative). On (B)(6) 2020 the customer provided another falsely elevated b-hcg result: (B)(6) initial = 72.35miu/ml / retest twice = <2.3miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, this suspect medical device [alinity I total b-hcg reagent kit, list number 07p51-20, lot 10182ui00] was removed as a cause on this event. A second MDR (# 3002809144-2020-00372) was submitted on the alinity I processing module, list number 03r65-01, serial # (B)(6), manufacturing site: abbott gmbh, max-planck-ring 2, wiesbaden 65205, and all further information will be documented under that MDR number.